Event description:
The pt no longer was able to use several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done in 2000.